Event description:
In 2009, the lay user/reporter, the pt's daughter, contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. At about one day prior to contact at 7:00 pm the pt obtained the blood glucose readings of 187 mg/dl, 441 mg/dl, 420 mg/dl and 234 mg/dl on the reported meter, which the pt claimed were high compared to his expected values. The pt's daughter then reportedly treated the pt with insulin, based on the meter readings. In the next day at 1:00 am the pt reportedly experienced the symptoms of sweating and dizziness. The pt then administered self-treatment with orange juice. At 1:30 am the pt's blood glucose level was tested to be 200 mg/dl, using another meter. The pt takes insulin on a sliding scale, and tests his blood glucose level twice per day. During the troubleshooting telephone call, the customer care advocate (cca) determined the meter was programmed for the correct unit of measure. The cca also determined the pt's testing technique was incorrect, and the meter was programmed for the incorrect calibration code number, both of which can cause inaccurate readings. The meter, test strips and control solution were replaced. The meter was not programmed for the correct calibration code number for the test strips in use. The pt allegedly suffered symptoms suggesting severe hypoglycemia after receiving insulin based on elevated meter readings, and rec'd treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.